Event description:
The manufacturer received information regarding a repaired dreamstation auto bipap device with complaint of smoking. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.